Event description:
It was reported that the patient was referred for possible vns revision surgery due to high impedance. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was still observed prior to the or. The surgeon untangled the vns lead and lead pin insertion troubleshooting was performed. The intra-operative impedance came back within normal limits. It was unknown if the high impedance was due to a positional lead fracture or incomplete pin insertion.

Event description:
Tablet data was received and reviewed by the manufacturer. There was no indication of when the high impedance first began as the change log only captured impedance changes back to the beginning of the year.